Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker device exhibited sensing of high atrial rate affecting longevity. There is currently no known intervention information available from the field. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device exhibited sensing of high atrial rate affecting longevity. There is currently no known intervention information available from the field. The device remains in service. No adverse patient effects were reported. Additional information was received indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker device exhibited sensing of high atrial rate affecting longevity. There is currently no known intervention information available from the field. The device remains in service. No adverse patient effects were reported. Additional information was received indicated that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device exhibited sensing of high atrial rate affecting longevity. There is currently no known intervention information available from the field. The device remains in service. No adverse patient effects were reported. Additional information was received indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. Supplemental correction submitted to correct section h6 patient codes.